Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 2. The heater bag fell and disconnected. They assisted the home patient (hp) to end therapy and advised the use of new disposables or continuous ambulatory peritoneal dialysis (capd). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she said she was able to resume therapy after starting over with new supplies. She said that she was in the other room and when she came back to the room where her machine was she noticed the heater bag had fallen on the floor and disconnected. She did not know how it fell. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.